Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the programmer overestimated the longevity of the device during follow-up. During a subsequent follow-up, the device was found at its elective replacement indicator (eri). Battery depletion on the device was confirmed to be normal and device explant due to normal eri was anticipated. The patient was stable and there were no adverse consequences.